Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 530 mg/dl while wearing the pod between 4 and 24 hours. The patient reports their blood glucose level had dropped to 35 mg/dl and they consumed orange juice. The patient reports after having orange juice their blood glucose level had then rose to 530 mg/dl. Once at the hospital the patient was treated with intravenous fluids and manual insulin. The patient was discharged from the hospital after 3 days. The patient was able to apply a new pod after this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.